Event description:
Info received indicated the bed's ground resistance was out of specifications.

Manufacturer narrative:
The hill-rom tech examined the power cord and found a loose ground pin. He replaced the power cord and the bed functioned to specifications.